Event description:
It was reported that the left clavicle plate broke in the patient 7 weeks post-op. Patient was swimming 100 laps 3 times a week. The plate broke through the screw hole. Revision was done on (B)(6) 2012, with the plate removed and another plate ((B)(4)) was inserted along with a bone graft to complete the revision. Patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause is patient non-compliance as reported in the event; seven weeks post-op, patient was swimming 100 laps 3 times a week. The directions for use states: post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.